Manufacturer narrative:
The following information has been updated/corrected: h.6. Imdrf annex b grid: b17 h.6. Imdrf annex c grid: c20 h.6. Imdrf annex d grid: d15 h.6 investigation summary: no product or photo was returned by the customer. The customer complaint that the rn noted that the bag of insulin was empty and an extensive amount of air was in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the unspecified bd intravascular administration set experienced flow issues and air bubbles/air in line. The following information was provided by the initial reporter: material no: unknown batch no: unknown the patient was on insulin drip in labor, insulin rate had been verified by two registered nurses (rn's) at the beginning of administration with full bag of 100ml, medication had been scanned properly and pump programmed properly. Patient expressed to rn that she was feeling weak, blood glucose obtained (result 101), patient was placed in bed, insulin drip rate changed to 0, rn noted that the bag of insulin was empty, and an extensive amount of air was in the line. The pump never beeped that air was in the line. The pump investigation revealed that the pump was programmed correctly, and the administered amount was 44ml despite the entire 100ml having flowed into the patient. The pump had been sequestered and all tubing left intact when evaluated, the tubing was loaded in the chamber correctly and no issues identified with the tubing clinical engineering found no issues with the pump either.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: mw5098783. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd intravascular administration set experienced flow issues and air bubbles/air in line. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. The patient was on insulin drip in labor, insulin rate had been verified by two registered nurses (rn's) at the beginning of administration with full bag of 100ml, medication had been scanned properly and pump programmed properly. Patient expressed to rn that she was feeling weak, blood glucose obtained (result 101), patient was placed in bed, insulin drip rate changed to 0, rn noted that the bag of insulin was empty, and an extensive amount of air was in the line. The pump never beeped that air was in the line. The pump investigation revealed that the pump was programmed correctly, and the administered amount was 44ml despite the entire 100ml having flowed into the patient. The pump had been sequestered and all tubing left intact when evaluated, the tubing was loaded in the chamber correctly and no issues identified with the tubing clinical engineering found no issues with the pump either.